Event description:
Additional information received from a healthcare provider via a clinical study reported the patient had 10/10 pain reduced to 8/10 with boluses on (B)(6) 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine (5.6 mg at 3.07734 mg/day), bupivacaine (20 mg at 10.99051 mg/day) and fentanyl (2000 mcg at 1099.05093 mcg/day) via an implantable pump. It was reported the patient had increased pain on 2021-jul-27. A high residual of over twice the interrogated amount was noted so a catheter dye study (cds) was ordered. The clinical diagnosis was inadequate pain relief. On (B)(6) 2021, the actual versus interrogated residual was larger than the last visit with the expected residual volume to be 4.1 ml and the actual volume of 11ml. On (B)(6) 2021, a catheter dye study was performed and the results were normal. It was indicated the event was possibly related to the device or therapy. No actions were taken and the event was ongoing.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient requested to defer changes until after pump replacement surgery on (B)(6) 2021. On (B)(6) 2021, the pump was explanted with replacement and revision of intrathecal catheter at pump pocket site. On (B)(6) 2021, the pump was managing left sided low back and hop pain, but right side of low back and hip had been more bothersome. The patient was recommendedover the counter voltaren and lidocaine cream.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.